Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for the second time for a driveline infection on (B)(6) 2020. The patient was infected with pseudomonas aeruginosa (2 strains). A debridement was done on (B)(6) 2020 with vacuum-assisted closure (vac) placement, which was discontinued on (B)(6) 2020.

Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the patient experienced continued driveline drainage, increasing over 2-3 days with pain at the site. Drainage was more bloody. No fever or chills. The patient was debrided (B)(6) 2020, with wound vac. Cefepime IV while in patient, then discharged with a PICC line and IV cefepime for another 2 weeks. Upon completion, returned to keflex 500 mg tid. Cipro was discontinued.